Event description:
Received a report that the site's dell hand held would display an error message after interrogation and the screen would lock in that status not allowing for further navigation. The product was returned to cyberonics inc. For product analysis. An analysis was performed and the cause for the reported complaint was associated with a corrupt database. The cause of the corrupt database is unk.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.